Event description:
Device was being utilized to access right ventricle to coronary artery for stenting purposes. Upon opening the package of the first device, it was found the dilator would not advance through the sheath lumen rendering it unusable. A second device was opened and the same characteristics were noted. On the third attempt an 11 fr. Dilator was utilized through a 12 fr sheath, however, the transition was poor and access was not achieved. Physician decided to to a 14 fr sheath. Upon opening the first one, the same difficulty advancing the dilator through the sheath lumen was encountered. However, the second 14 fr device functioned as intended and access was achieved. Pt sustained no long term adverse effect.